Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 70% stenosed, 16mmx30mm, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 3.00 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. During removal it was found out that the tip of the stent itself was deformed. The procedure was completed using another of same device. No patient complications were reported and the patient's status was stable.